Event description:
Report received from (B)(6) stating that the device was being returned for routine maintenance. During service of the device, it was found that the device was experiencing heat. It is known that the device was not being used during surgery and no patient or user injury occurred. There was no additional information provided.

Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of heat was confirmed. The device failed the pre-repair diagnostic assessment temperature test. If additional information becomes available a supplemental report will be submitted. (B)(4).